Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was initially reported on (B)(6), 2010 that the torque screw was not working properly and there was no pt contact. Additional info was received from the customer on (B)(6), 2010 that the 80 psi torque screw did not function properly. The product problem was discovered when the surgeon was putting it on the pt's head. There was no pt injury. It caused about a 10 minute delay. They had to get another skull clamp. Additional clinical info has been requested.